Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the device had electric shocks. The philips field service engineer (fse) inspected the system onsite and found that the issue was with hospital¿s ground socket in the room. To resolve the issue, hospital electrician fixed the socket. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device had electric shocks. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.